Manufacturer narrative:
The device lot/serial number is unknown, therefore the review of the manufacturing paperwork could not be completed. Also was used 18fr gore® dryseal sheath (dsl1828). According to the gore® dryseal sheath instructions for use (IFU), do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient, damage to or breakage of the guidewire, catheter, or other device. Additionally, the IFU states: key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites.

Event description:
On (B)(6) 2015, the patient underwent the endovascular procedure to treat an abdominal aortic aneurysm. It was reported that the patient had extremely calcified iliac arteries and was not a candidate for the open procedure. The physician performed bilateral femoral cut-down procedure and advanced 6f sheath (unknown) up the left and right iliac arteries with no issue. Then the sheath was successfully exchanged for a cook flexor 12f sheath. After, the physician used 16fr gore® dryseal sheath (dsl1628) in the right iliac artery. When the physician used the 18fr sheath (dsl1628), the resistance was felt and the sheath was not advanced fully as the vessel was too narrow. After several unsuccessful attempts, the physician exchanged back down to a cook flexor 12f sheath. Shortly after the cook sheath was in place and two atrium balloon expandable stents were placed, the patient had a cardiac arrest. It was believed that the patient had an iliac rupture at the level of the distal external iliac artery. According to the physician, this incident was due to the poor quality of the vessel, and the ballooning and placement of the atrium balloon expandable stent. The cardiac event was due to loss of blood related with the external iliac artery rupture. The physician controlled the bleeding by inflating a balloon and placing an atrium stent. Then an open repair of the vessel was performed. The patient was revived and survived.